Event description:
It was reported, that the telescope had the unit cracked. The issue was found during reprocessing. There were no reports of patient harm. Related patient identifiers are as follows: (B)(6).

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: the impact of a major mechanical force caused a blow or a fall. Olympus will continue to monitor field performance for this device.